Event description:
A patient was implanted on an unknown date with a helical blade, one 170mm trochanteric fixation nail (tfn), and one 40mm locking screw. The patient presented with pain, irritation, discomfort and delayed healing on an unknown date, a non-union was identified and the tfn was reported to be cutting into the anterior portion of the femoral head. All hardware was removed on (B)(6) 2014 and a revision utilizing a cemented stem with total hip arthroplasty was performed. There were no issues reported with the explanted devices. No patient harm or surgical delays were reported the patient status was reported as ¿good outcome no issues.¿ this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.